Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - adverse event problem - medical device problem code 2017: improper or incorrect procedure or method

Event description:
It was reported that on (B)(6) 2024, an unknown navitor was chosen for implantation utilizing an unknown flexnav delivery system. Sufficient calcium was present for anchoring of the valve. During implantation at a depth of 4mm, the navitor popped out. There was no interaction between the delivery system and deployed valve and no blockage of coronary arteries. The valve was snared and a second navitor was implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method, separation problem, and use of device problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during implantation at a depth of 4mm, the navitor popped out. The migration was reportedly due to user error as a retainer tab had not yet released before attempting removal of flexnav. There was no interaction between the delivery system and deployed valve and no blockage of coronary arteries. The valve was snared and a second navitor was implanted. Based on available information, a cause for the reported device migration, separation problem, and use of device problem were due to user error as a retainer tab had not been fully release before attempting to remove the delivery system. The reported improper or incorrect procedure or method was due to user snaring the valve and did not confirm the three retainer tabs released from the delivery system retainer receptacle. Please note that per the instructions for use, navitor¿ transcatheter aortic valve implantation system , arten600290544, revision b, "deploying the valve: once the valve is fully deployed, confirm (under fluoroscopy, using orthogonal views) that the retainer tabs have detached from the delivery system retainer receptacle. Post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Section d: suspect medical device - device information added h6 - adverse event problem: medical device problem code - codes 4043 and 1670 added

Event description:
Subsequent to the previously filed report, additional information was received: the migration was reportedly due to user error as a retainer tab had not yet released before attempting removal of flexnav.